Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the implantable neurostimulator (ins) was causing vibration. The ins stopped working a year or so after implant and the patient never got it started again. They weren¿t sure if the battery died and they never recharged, but it wasn¿t helping that much. After the ins died, it wouldn¿t charge and the patient kind of ignored it. The patient was experiencing vibration inside, their spine was vibrating, and their limbs were going numb starting about 2 months ago. The patient didn¿t know where it was coming from and it was becoming more persistent over the past 2 months. They felt it along the lower back and spine and felt like a cycling. The ins was indicated for complex reg pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.